Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2012 due to low vaulting. An anterior subcapsular opacity was noted on (B)(6) 2012. Cataract surgery was performed and an iol was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - clinical studies have shown that anterior subcapsular cataract occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular sulcus or ciliary sulcus cyst, etc). Staar recommends the icl to be left implanted if no cataracts are noted or in cases where there is a trace anterior subcapsular cataract with no progression. Staar believes that the action to remove and/or replace the icl increases the risk for anterior subcapsular cataract. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # 705312